Event description:
It is reported that the pt experienced a fall. During the revision surgery the liner was found to be fractured.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary - primary surgical notes stated that the final reduction of the tha was found to be stable with normalization of limb length and offsets. No complications had been noted. F/u notes stated that the pt had a severe fall that left the sensation that the hip was subluxing when bending over. It was noted that while the pt was sitting on a stool they had dislocated when internally rotating and adduction their hip. It was also noted that the closed reduction did not have a full reduction. The surgeon had felt that the liner had fractured due to the pt's fall and had gradually become more and more unstable. The fracture occurred between 9 o'clock and 12 o'clock which is a little above the direct posterior position. The x-rays showed bilateral hip replacements. An x-ray dated (B)(6) 2013 shows the right hip not being fully seated in the acetabular shell. The remaining x-rays show a well-placed right tha one post primary implantation and the other post revision surgery. Based on the provided info, although not proven, the most likely cause of the liner fracture is the fall the pt had. Device history records indicate all components were manufactured and inspected to spec. The poly liner returned is damaged fractured at the rim and has nicks, dings and cuts to the outer diameter surface and wear marks to the inner diameter surface.